Event description:
It was reported that the maxillary plate broke post-operatively. The additional surgical intervention is needed to remove the plate.

Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that the maxillary plate broke post-operatively. The additional surgical intervention is needed to remove the plate.